Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of transray plus 35c the catheter inspection alarm occurred frequently, so the balloon was replaced with another trp35. There was no delay in treatment, and there was no health damage to the patient. A blood-like substance was seen inside the balloon, raising suspicion of a leak. There were no difficulties during the insertion of the iab catheter. Fluoroscopy/x-ray was used to confirm the position of the balloon catheter. No kink at the insertion site was present. Patient was lying flat, not moving, not agitated. The iab was in use for 4,5 hours